Event description:
Ventilator went vent inop, and alarmed during use. There was no patient harm. The respironics service technician verified the reported problem. The service technician replaced the exhalation flow sensor. Performance verification testing was performed on the ventilator, and all tests passed per operating specifications.